Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a plunger error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found non-OEM tamper seal and non-OEM battery pack identified, the top case is cracked by the right rear bottom corner, the bottom case is cracked by the a/c receptacle, the right plunger case is cracked, and there is visual contamination observed. The device?s event history log was reviewed for evidence of the reported event, ?check syringe plunger sensor? Was found in history log several times. To conduct functional testing, the device was powered up. Upon power up the reported problem was replicated. Check syringe plunger sensor caused by broken screw boss found in left plunger case causing flippers to get stuck intermittently. Left plunger case and OEM battery pack were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions code corrected.